Event description:
No osseointegration was achieved after concurrent placement of pepgen p-15 putty bone grafting material and an implant the implant had clinical mobility prior to explantation. It is not clear if he graft intergrated with the surroundingvital bone or if it also failed with the implant. As a result, it can be presumed that another surgical procedure would be necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.

Manufacturer narrative:
Failure to osseointegrate is an inherent risk of the procedure known to doctor and patient before the procedure is initiated and is dependent on many factors including the patient's age, sex, health, and social history, the type and size of the defect being grafted, and graft placement technique, though pepgen will remodel to bone at a similar rate as natural bone in a patient, it is impossible to determine the specific resorption rate of any bone grafting material; material placed in an area of low vascularity and little osteogenic potential will take much longer to remodel to bone than if placed in a more active site. Considering this the the available information, this event does not appear to be a result of a malfunction of the device. The implant loss will be reported. The lot number was provided for evaluation, though results are not available as of this report. Evaluation results will be submitted as it becomes availabel. Please note that this event and the event documented under report number 1721411-2006-00247 involve the same patient.